Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2012 and mesh was implanted. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Patient underwent cystoscopy, uteroscopy, lysis of adhesions, and resection of mid urethral sling on (B)(6) 2013 due to persistant vaginal pain after mid urethral sling placement.

Manufacturer narrative:
(B)(4). It was reported that the patient had a gynecological procedure in order to treat stress urinary incontinence and mesh was implanted. It was reported that following insertion the patient experienced pain, infection, urinary problems, recurrence, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that patient underwent the following procedures: on (B)(6) 2011: implantation of ams: mini arc ; (B)(6) 2011: cystoscopy and takedown of midurethral synthetic sling for obstructing midurethral synthetic sling. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4).